Event description:
Pharmacist prepared a dose of taxol using bbraun 150 ml pab bag and infusion adapter c100. Fracture of the infusion adapter spike occurred. No pictures or other information is available.

Manufacturer narrative:
The reported incident does not involve death or serious injury to patient, user or other person. The risk of potential death or serious injury is considered negligible. Investigations performed in relation to previous reports have shown that fractures of the phaseal infusion adapter c100 spike may occur as a result of interaction between the infusion adapter spike, certain drugs and certain IV container port. The majority of the reported incidents with fractured c100 spikes have occurred in combination with bbraun pab IV containers with rigid spike ports. There has been no evidence that undiluted drug may cause fracture of the c100 spike. A technical bulletin with this information, together with a recommendation to flush the infusion adapter with diluted drug immediately after injection has been issued to all us customers as a result of earlier investigation. The instruction for use has been revised accordingly. In this case, it is unclear whether the above instruction has been followed.